Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352423, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic on (B)(6) 2024, seeking additional information for clarification purposes. The clinic responded to integra oncology on (B)(6) 2024. The clinic confirmed that no patient harm or adverse effects occurred. The pump resume flow and patient is scheduled for another follow up appointment. The clinic provided intera oncology with the latest refill results done on (B)(6)2024. According to the results, the pump shows improvement of the calculated flow rate improved from 2ml/day to 1.25ml/day, closer to the parameters of 1.3ml/day. The pump remains implanted and in use with the patient. The cause of this event remains inconclusive.

Event description:
Intera oncology received a report from clinic had a residual volume of 4 ml today at first refill: the calculated flow rate is 2.0 ml/day. The designated flow rate of implanted pump is 1.3 ml/day. The infusion suite nurse followed refill procedure protocol and verified initial pump fill was not more than 14 days: patient denies heat over pump site, sauna, hot tub, and long airplane travel/high altitudes.